Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 570-590 mg/dl. Elevated blood glucose and occlusion were addressed with a manual dose injection. The customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.